Manufacturer narrative:
This lead was capped due to noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise resulting in three episodes with detection in the vf zone and aborted shocks. No adverse events were reported. Lead remains actively implanted but will be evaluated further.